Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that their son¿s insulin pump received motor error. The customer¿s blood glucose level was 387 mg/dl. The customer was treated with manual injection. It was reported that they had pump error and cannot be cleared. The customer was unable to clear the alarm. Customer was unable to complete pump rewind. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No error alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).